Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25148539, 25148925 and 25149080 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, shaft of hemopro cutting tool was bent after cannula insertion, close to where the black portion of the shaft meets the jaws. Nothing broke off into patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, shaft of hemopro cutting tool was bent after cannula insertion, close to where the black portion of the shaft meets the jaws. Nothing broke off into patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.